Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower the tower door was broken, damaged and cracked. The customer requested repair to be fixed promptly as the edge was sharp and could cause a potential injury. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem, section d unique identifier (UDI), medical device model, section h imdrf annex g.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was cracked. A field service engineer (fse) logged into the hardware test application and accessed tower door 4. The door was replaced successfully. Performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the tower door was broken, damaged and cracked. The customer requested repair to be fixed promptly as the edge was sharp and could cause a potential injury. There were no adverse events or injuries reported based on this event.